Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 1mm proximal from the distal marker band. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube/shaft found no issues.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm within 6 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm within 6 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.